Event description:
On (B)(6) 2004, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2016, a computed tomography (CT) scan revealed that positive for perforation and several legs extend through the wall. On (B)(6) 2018 a CT revealed the device had a tilt, migrated, and aortic perforation. It appeared lower position and apex of filter is around 5.5cm below renal veins. The filter was tilted to the right abutting the right aspect of the inferior vena cava (ivc). Several struts perforate the wall of the ivc up to 1.7cm. No further patient complications were reported.

Event description:
On (B)(6)2004, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6)2016, a computed tomography (CT) scan revealed that positive for perforation and several legs extend through the wall. On (B)(6)2018 a CT revealed the device had a tilt, migrated, and aortic perforation. It appeared lower position and apex of filter is around 5.5cm below renal veins. The filter was tilted to the right abutting the right aspect of the inferior vena cava (ivc). Several struts perforate the wall of the ivc up to 1.7cm. No further patient complications were reported.

Manufacturer narrative:
Field change: a1,a2, a3.